Manufacturer narrative:
H10: the customer called in to report an issue with the navigation ring. It was reported there was no patient involvement at the time the issue was discovered. No remote service was provided to the customer. A field service engineer (fse) went onsite and replaced the front bezel with the navigation ring to resolve the issue. The fse replaced the front bezel with the navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was an issue with the navigation ring. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report an issue with the navigation ring.

Manufacturer narrative:
(B)(6).